Event description:
It was reported that the customer's insulin pump was functioning properly, but when it was delivering the insulin she was not getting anything. The customer experienced nausea, vomiting, and excessive thirst. Then the caller stated that the customer was hospitalized with high blood glucose of 580mg/dl, and she was treated with an insulin drip and potassium. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the husband to run a manual prime test and the insulin did exit. The time was incorrect by ten minutes. Assisted the caller to correct it. Performed the high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.